Manufacturer narrative:
The reported event was addressed with phone support. The user continued with the procedure using the same system configuration without further issues. The intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer and was told the endoscope would be returned to isi for inspection. As of the date of this report, the 30-degree endoscope has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, the user informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the 30-degree endoscope rotated 180 degrees and consistently turned on and off. Upon verifying that the tilepro finger clutch was off, the tse advised the user to adjust the endoscope's brightness and reinstall it. The user declined to follow the tse's troubleshooting instructions since they were in the middle of the surgery. The user continued with the procedure using the same system configuration without further issues. No known impact or patient consequence was reported. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Correction to h8 field - updated to initial use of device. The 30-degree endoscope has been evaluated by the failure analysis (fa) team. Fa was not able to confirm/reproduce the reported complaint. The endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline crack on lamp button exhibiting damage of the button pack assembly. The root cause of the cracked camera button pack is typically attributed to the use conditions, such as inadvertent collisions with hard surfaces or drop of the scope or caused by improper cleaning during reprocessing. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The probable root cause of this binding is attributed to component susceptibility to increased friction. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The root cause for the discolored cable connector is typically attributed to component failure, such as material degradation. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope housing, the housing shell exhibited laser marking fading and/or removed. The endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector paddleboard exhibited mechanical damages such as scratch marks, indentations or broken or missing pieces located at cable proximal end. The endoscope was tested and place on an in-house system for cable testing and failed due to wpb defect. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope housing, end cap exhibited laser marking fading and/or removed. The root cause for laser marking issue on the camera instrument end cap is typically attributed to the use conditions, such as improper reprocessing.

Event description:
Refer to h11 for follow-up information.